Manufacturer narrative:
It was reported to philips that the buttons were worn. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The fse confirmed that the button did not need to be replaced. Upon conclusion of the evaluation, it was determined that button did not need to be replaced. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the etco2 door is inoperative. The device was in use, however there was no adverse event.